Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched for a separate event and evaluated the iabp unit, and was unable to reproduce the reported issue. As a precautionary measure, the fse replaced the helium line since it broke in an attempt to remove the helium reservoir. The fse installed a new helium reservoir and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a medflight transport, the cardiosave intra-aortic balloon pump (iabp) lost quarter of the helium tank while not in operation. There was no patient involvement, and there was no adverse event reported.